Event description:
It was reported that the device began to produce metal shavings. It is further reported that the surgeon noticed metal flakes deposited on the knee surface. The surgeon allegedly used a competitors product to clean the surgical site and complete the procedure. The site was cleaned and no fragments remained. It is further reported that the original unit is not available for the investigation, however, the remainder of the box will be returned. There were reportedly no adverse consequences.

Manufacturer narrative:
Additional information will be provided once investigation is completed.